Event description:
Health care professional reported that the valve was removed due to endocarditis; organism reported as enterococcus faecalis. All vegetation was below the valve and between the cloth and annulus causing the valve to peel from the native aorta. The valve was returned for analysis.